Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery is not lasting as long as the user would expect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 09/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 9/02/2016 with the following findings: a review of the pump black box data showed frequent replace battery alarms. The black box showed low battery voltage immediately following a battery change indicating a discharged replace battery had been used. The pump powered on normally. During testing, the pump current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.